Event description:
The pt received the scs system on (B)(6) 2008. It has been reported the pt has not used and charged her system since (B)(6) 2010. The pt is having trouble initiating a communication between the ipg and both programmer and the charging system. A surgical intervention to resolve the issue is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.